Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was initiated for the critical pump error; the issue was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump error 35 noted in the insulin pump history and critical pump error alarm during testing due to moisture damaged electronic assembly on the electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.